Manufacturer narrative:
Patient information not available for reporting implant and explant dates: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - DHR review for part#03.632.036 lot # 6746388. Release to warehouse date: 29-dec-2011. Supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that the screwdriver sleeve on the matrix screwdriver became stripped while loading a headless bone screw during a lumbar fusion procedure. The screw became stripped on the distal part of the sleeve. The date of the event was (B)(6) 2016. There was no patient harm and no surgical delay as there was another screwdriver readily available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary - the returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be cracked but intact. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The matrix holding sleeve (03.632.036) is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings for the returned device were reviewed and the design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A design change was implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured to the current revision, after the implementation of the changes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.